Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical assessment and the limited medical information available, clinical was able to find substantial evidence to support the reported thrombosis, occlusion of the left common iliac artery, occlusion of left iliac limb of main body, and surgical right to left femoral-femoral bypass. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; non-compliance to follow up surveillance. Based on the information available the root cause of the reported event is unknown. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The clinical evaluation confirmed the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Devices remain implanted in the patient.

Event description:
The patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. Ten days post initial repair the patient had an occlusion of the left limb of the bifurcated stent and the left common iliac artery. The physician elected to complete a fem-fem by pass procedure to resolve the issue. Patient was discharged from the hospital.